Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The machine was removed from service and the check valve was replaced during preventative maintenance, which resolved the issue. It was stated that the machine was tested and has been placed back in service without further issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A biomedical technician at the user facility reported that a 2008t hemodialysis (hd) machine had an ultrafiltration (uf) issue while a patient was undergoing their hd treatment. The patient information was unavailable. The patient did not remove enough fluid and there was no adverse event associated with treatment, and confirmed the patient was able to switch to a different machine to complete hemodialysis treatment without further issue. Additional information was also obtained from a registered nurse(rn), who stated an ultrafiltration (uf) goal of about 5 liters or more was programmed and only about half of the goal was removed, even though the uf removed on the machine showed the correct amount. If the uf goal was programmed for less than 5 liters the patient removed what they should. The machine was passing testing and calibration, and the scales that the patients weigh on were verified. There was no harm or adverse effects associated with this event. The patient¿s condition was fine. Following the event, the system was removed from service for evaluation. The machine was removed from service and the check valve was replaced during preventative maintenance, which resolved the issue. No parts were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical technician at the user facility reported that a 2008t hemodialysis (hd) machine had an ultrafiltration (uf) issue while a patient was undergoing their hd treatment. The patient information was unavailable. The patient did not remove enough fluid and there was no adverse event associated with treatment, and confirmed the patient was able to switch to a different machine to complete hemodialysis treatment without further issue. Additional information was also obtained from a registered nurse(rn), who stated an ultrafiltration (uf) goal of about 5 liters or more was programmed and only about half of the goal was removed, even though the uf removed on the machine showed the correct amount. If the uf goal was programmed for less than 5 liters the patient removed what they should. The machine was passing testing and calibration, and the scales that the patients weigh on were verified. There was no harm or adverse effects associated with this event. The patient¿s condition was fine. Following the event, the system was removed from service for evaluation. The machine was removed from service and the check valve was replaced during preventative maintenance, which resolved the issue. No parts were available to be returned to the manufacturer for evaluation.